Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device was difficult or unable to close. The device was used and could not be mated to the instrument due to the center rod prongs being bent. A new device was used to complete the procedure. There was no patient injury.